Event description:
It was reported by the affiliate that (2) pmw35 were used during an unknown procedure. It was reported by the affiliate that the staples malformed and would not release from the anvil. The surgeon used another device to completed the case. No adverse pt outcome.